Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu_recharger_acc, serial#: unknown, product type: recharger. Product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 18-sep-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 09-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was poor telemetry or no telemetry with recharging. The patient reported poor communication. The patient reported she has not used her device in a long time. The patient clarified that the last time she used her device was in 2017 because she had a stroke and turned stimulation off for an MRI and has not had stimulation on since then. The patient clarified that the stroke was not related to the patient¿s device or therapy. The patient stated that she needs another MRI now and that she cannot get her ins to charge so she cannot have the MRI. The patient reported she needs an MRI because she fell down the stairs and did damage to her vertebrae and discs and stated that she needs an operation. The patient further clarified that she broke her sacrum bone and that pushed her vertebrae right above the sacrum forward. The patient stated she was getting the reposition antenna screen on the recharger. The patient also mentioned getting the charge recharger battery screen on the recharger. The patient plugged the recharger into the desktop charger on the call and confirmed that the recharger was successfully charging and inquired if that meant her ins was charging. The difference between the recharger and ins charging icons was reviewed. The patient stated that she thinks if she leaves the recharger antenna over her ins long enough, her ins will begin charging. It was explained that the ins is in state of possible over discharge and the patient was redirected to their healthcare provider (hcp). The patient last had stimulation in 2017. The patient stated she had the stroke in 2017 and stated she has had 2 more strokes since then. The patient stated that she has not had pain and has not needed to have stimulation on. The patient attempted communication with patient programmer on call and initially stated that the pp batteries needed to be replaced. Upon replacing pp batteries on the call patient confirmed pp powered on and stated on the call that initially she was getting to "006" message on her pp. Pt confirmed on call following troubleshooting of pressing buttons on pp that she was able to advance past the 006 message and the 006 message was resolved. Pt then stated that she was getting poor communication on her pp. The patient further reported that she wants her device explanted because the wires are almost coming through their skin. The patient stated this is due to the way the device was implanted. The patient stated this has been going on for a long time and that it has gotten worse. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss leads/implant concerns. No further complications were reported/anticipated.